Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted, and grasping was performed without issues. However, the physician wanted to reposition the clip to see if additional reduction in mr could be achieved. Therefore, the clip was repositioned medially of a2/p2. Grasping was noted to be challenging and the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae. However, a torn chord was observed. The clip was then able to be deployed on the valve, but mr did not reduce. One additional clip was deployed on the valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning was related to procedural conditions (cord blocking clip in desired grasping location). The reported difficult removal from anatomy was related to procedural conditions (clip caught on cords). The reported tissue injury is a cascading event of the reported removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.